Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there was an issue with the image store, review not available and no x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported event. The remote service engineer (rse) checked the system remotely, reviewed the logfile and confirmed that the system was showing error message ¿remote alert: priority - rmt - ipu: ippc degraded disk bay board ¿ frontal¿ which indicated the pc issues. The fse visited onsite and upon function check the fse confirmed that the ippc system crash intermittently, and it needed replacement. Philips has initiated a medical device correction (z-1151-2024). The fse replaced the ippc and hard disk, then upgraded ippc software and replaced the host pc as it was not compatible with the latest the ippc. The part analysis of both the defective component ippc and host pc were performed in which ippc showed missing k600 gpu card and host pc didn¿t determine any failure, however replacement of ippc, host pc, hdd and reinstallation of software to latest version restored the system functionality and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.